Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Medical records received on 09/07/2017 revealed that the consumer has been previously hospitalized, length of stay is unknown, and was diagnosed with abscess in the right eye. It was noted that the symptoms have resolved. Additional information received on 09/20/2017 confirming that the abscess in the right eye and hospitalization happened a year and a half ago. Specific date could not be obtained.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. E.1; g.6: corrected. This file has been sent to correct the previously missed follow up 1 report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G.6: corrected. This file has been sent to correct the previously missed follow up 3 reports. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction g.4: the g.4. Date was not entered on supplemental device report (smdr) follow-up 2, which was submitted on 11/28/2017; this smdr (follow-up 3) is being submitted to indicate that this entry should have been 11/07/2017. The manufacturer internal reference number is: (B)(4).